Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 750 mcg/ml of morphine at 615.14 mcg/day and 5.4 mg/ml of bupivacaine at 4.429 mg/day via an implantable pump for non-malignant pain. It was reported the physician could not access the pump for a refill. The physician realized the pump had flipped. There were no environmental/external/patient factors that may have led or contributed to the issue. During the refill, the healthcare provider was able to flip the pump back over, but it was still loose. The event date was provided as (B)(6) 2019. On (B)(6) 2019, the physician opened the pocket surgically and secured the pump. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history, weight, and other medications being taken at the time of the event were not available.